Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient reported that the stimulation used to pulse, but now it was a constant sharp pain when it was turned on. There were no traumas or falls that could have been related to this issue. This issue started around (B)(6) 2015. The patient complained of stinging pain with use and stated she no longer had ¿vibrating.¿ no diagnostics were performed. The device was to be reprogrammed. Relevant medical history included spinal pain.